Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 00599401391 - femoral component - 62979655 00598800300 - tibial component - 63841425 00598801215 - stem extension - 64946306 00598801215 - stem extension - 64881601 66038973 - copal cement - 98381023 66038973 - copal cement - 98381023 66038973 - copal cement - 96634967 66038973 - copal cement - 96634967 g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroscopy on an unknown date. Subsequently, the patient was revised due to stiffness. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 visual examination of the provided images reveals the explanted articular surface with its post. No damages are visible on the explanted articular surface. No further assessment can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Imaging findings: photo of computer screen showing ap views of the left knee. Total knee arthroplasty with cemented constrained femoral and tibial components. Single partially threaded screw in the medial and lateral tibial plateau suggests prior surgery or arthroplasty. Evaluation for under or overstuffing is limited on a single ap view coned to the knee without standing mechanical axis radiographs or those with the contralateral side. Impression: left total knee arthroplasty without radiographic evidence of hardware loosening or failure. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.